Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the patient's ipg can no longer communicate with the charger or the programmer due to it being inoperable. A replacement charging system could not provide resolution. Troubleshooting to provide resolution was also unsuccessful. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Advisories: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.